Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that on (B)(6) 2020 she had to undergo a revision surgery due to tibial component loosening and subsidence.

Manufacturer narrative:
Reported event: an event regarding loosening involving a simplex cement mix was reported. Method & results: device evaluation and results: not performed as the associated device is OEM product. Clinician review: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received. See supplier ref # (B)(4).

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that on (B)(6), 2020 she had to undergo a revision surgery due to tibial component loosening and subsidence.